Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 6.00mm / 2.0cm / 50cm otw peripheral cutting balloon catheter was advanced for dilatation. During the initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.